Manufacturer narrative:
Glucose and creatinine calibration recovery was ok, with no alarms. The reporter stated the patient sample was hemolyzed. The investigation determined the issue was related to sample quality as the sample was hemolyzed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3, crej2 creatinine jaffé gen.2, and ise indirect na, ci for gen.2 on two cobas 6000 c (501) module analyzers. No incorrect results were reported outside of the laboratory. It is not known which results from this sample were considered to be correct. A tube of the sample was initially tested on c 501 serial number (B)(4), resulting with the following values: glucose = 84 mg/dl; creatinine = 1.08 mg/dl; na = 142 mmol/l; cl = 118.6 mmol/l. A second tube of the same sample was later tested on c 501 serial number (B)(4), resulting with the following values: glucose = 142 mg/dl; creatinine = 2.06 mg/dl; na = 134 mmol/l; cl = 98.1 mmol/l. The second tube of the same sample also repeated on c 501 serial number (B)(4), resulting with the following values: glucose = 86 mg/dl; creatinine = 1.03 mg/dl; na = 144 mmol/l; cl = 122.3 mmol/l.